Event description:
The reported description notes that a pt death occurred during spo2 monitoring. The customer notes that the spo2 sensor had fallen off the pt's finger.

Manufacturer narrative:
(B)(4). The reported description notes that a pt death occurred during spo2 monitoring. The customer notes that the spo2 sensor had fallen of the pt's finger. The customer acknowledges that there was an spo2 visual alarm seem on the central monitor's display screen, although it was felt that there is a possible that there was a delay in this alarm. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.